Manufacturer narrative:
The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm upon start up.

Manufacturer narrative:
The driver's alarm history was reviewed and revealed no new alarms. Intermittent and/or recoverable alarms are not recorded. These types of alarms are not recorded in the driver's eeprom unless they are left unaddressed for more 4 minutes and 15 seconds. The driver passed all sections of functional testing without any alarms or abnormalities. Additionally, an onboard battery exchange test was performed on the driver and no alarms were produced during this test. The customer-reported alarm was not reproduced and there was no evidence of a device malfunction. The root cause of the customer-reported issue could not be conclusively determined. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 5162 follow-up report 1.